Manufacturer narrative:
No device failure of the leadcare ii, however batteries ruptured. Cause for ruptured batteries could not be determined. Evidence of battery corrosion inside the battery compartment. Analyzer was able to be powered on through ac/dc plug and alternatively, with batteries. Could not replicate the customer's issue. No indication of injury or harm to the user. Case number: (B)(4). Late filing is part of (B)(4).

Event description:
Customer attempted to power the analyzer on with batteries installed, heard a sizzling noise from the battery compartment, and verified that the batteries were leaking into the compartment. No harm or injuries to the user were reported.